Event description:
This rv lead was implanted on (B)(6) 2006 and capped on (B)(6) 2011 due to a product performance issue. Lead had an impedance of greater than 125 ohms during a device change out. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).